Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 18 mmol/l and 22 mmol/l and 25 mmol/l. The blood glucose level was 22 mmol/l at the time of incident. The current blood glucose was 21.5 mmol/l. Customer treated with insulin pump. The product will not return for the analysis.